Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient faced high blood glucose level event on 23-feb-2026. The blood glucose level was 390 mg/dl and lasted for one to two hours. The patient received treatment with insulin pump. No further information available.